Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the tip of the specimen trap was occluded. The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure.